Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc) during use. During troubleshooting the hp stated that she saw air gaps. The patient was connected. It was unknown if the patient line had been properly primed as the patient did not inspect the patient line. It was unknown what caused the air gaps in the line. The technical service representative (tsr) had the hp press stop, close the clamps, disconnect, and cycle the power. The tsr assisted with ending therapy and getting the set out. The tsr explained that the hp would have to start over with new supplies, and recommended to contact the registered nurse (rn). The tsr assisted with troubleshooting. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available.